Event description:
It was further reported that the target lesion was located in the calcified and tortuous circumflex artery (cx) and the lesion was predilated with an apex balloon. It was noted that the proximal portion of the shaft broke outside the patient.

Event description:
It was further reported that the target lesion was located in the calcified and tortuous circumflex artery (cx) and the lesion was predilated with an apex balloon. It was noted that the proximal portion of the shaft broke outside the patient

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte (mr) stent delivery system (sds) in two pieces. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the hypotube was broken 14.5cm. From the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of the shaft and no other damage was seen other than the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The physician advanced a 2.50x8mm taxus liberte stent to the diagonal artery and during the attempt to cross the lesion, the shaft of the taxus liberte stent delivery system broke. The physician was able to successfully remove the device from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.